Manufacturer narrative:
Correction: changed to certain® titanium hexed screw. Changed catalog number from iunihg to iuniht.

Manufacturer narrative:
Following the investigation on the returned product that was performed on august 22, 2017, it was found that the device was not manufactured by zimmer biomet. As a result, the prior submissions for MFR- 0001038806-2017-00214, submitted on may 10, 2017, and MFR- 0001038806-2017-00214-1, submitted on august 10, 2017, are no longer considered reportable events by the manufacture and no further reports will be submitted. The device is a competitor product. Upon visual inspection during the investigation, the abutment screw could not be identified as a zimmer biomet. This is being submitted as additional information to the prior report after confirming that this was not a zimmer biomet product. (B)(4).

Manufacturer narrative:
Device lot # was not provided/unknown. Product not returned to manufacturer.

Event description:
It was reported that patient arrived at dental office with a loose crown. As the dentist was torquing the screw then it fractured and the head of the screw came off. Fragments of screw remain in the implant. It was originally placed 4 years ago.